Event description:
It was reported that the patient came in with problems in the area of implant. After checkup it was noticed the implant was loose. Implant was removed due to bone loss and bone graft was placed. Site was grafted with autogenous graft prior to original placement.

Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Initial reporter¿s title and last name are not provided / unknown. Additional 510(k) number is k101880. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Customer confirms this is a loss of integration with bone loss.

Manufacturer narrative:
This report is being submitted to report additional information. Follow up with the customer confirms that this event does no longer meet the requirement of a reportable event. No further medwatch report will be submitted for this event. The following sections are being reported: h2: if follow-up, what type. H10: additional narratives/data.